Event description:
The ortho summit plus (hamilton microlab at plus 2) instrument reportedly did not pipette reagent and did not generate an error message. No death or serious injury was associated with this incident.